Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed based only on the information provide. In order to perform a proper and thorough investigation to confirm the alleged defect and determine a root cause , it is necessary to evaluate the sample involved in this complaint. If the device sample becomes available at a later date this report will be updated.

Event description:
Customer complaint alleges "we just had an incident in which an infant on high flow had water just "erupting" out of the concha and into the infants nose". Customer reports no injury or consequence. No report of necessary medical intervention. The patient condition reported as "fine".

Event description:
Customer complaint alleges "we just had an incident in which an infant on high flow had water just "erupting" out of the concha and into the infants nose". Customer reports no injury or consequence. No report of necessary medical intervention. The patient condition reported as "fine".

Manufacturer narrative:
(B)(4). One (1) low compliance column (382-30) was received for investigation. Upon visual inspection there were no signs of physical abuse/misuse/or damage to the column. The check valve discs for the low compliance column demonstrated that both valves would move as the column valves were turned from one side to the other showing the discs themselves were free to move. A syringe was connected to the upper tube to push and pull upper check valves. The same technique was used to test the lower check valve. Both the upper and lower check valves moved back and forth freely with no impedance. The returned low compliance column was connected to a concha water bottle in correct positioning. Both the upper and lower tubes were punctured into the concha water bottle. The low compliance column filled as expected. The column was then hooked to a 2414 comfort flo circuit with a 2411-04 neonate cannula using 3lpm gas flow mentioned in the report with no discrepancies noted. With the gas flow disconnected there was no water level increase into the circuit. The infant cannula was reconnected to the 3lpm and occluded the nasal nares allowing the pressure to build in the bottle until the comfort flo relief valve (also returned with the sample) actuated representing the worst case back pressure for the system then disconnected the airflow. (Con't) other remarks: the column allowed the water bottle air pressure to escape through the column without pushing the column water level up to the circuit thus functioning appropriately. The lot number of the returned sample ((B)(4)) belongs to part number ip-5039 (ped par top cap concha). Such part number was part of finish good 2414 (comfort flo humidification system). The device history record of batch number was reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. The circumstances of failure as reported in the complaint could not be replicated in the lab. It should be noted that only the low compliance column was returned. Other devices used in the testing was part of the investigation lab inventory. The complaint cannot be confirmed.